Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device required keyboard replacement. The field service engineer cancelled the work order as, would make a new call. No findings available. Additional information will be added to the record if or when the information is received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, keyboard was not working required replacement. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, keyboard was not working required replacement. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that all 4 keyboards were bad because of the older software not working with the newer keyboards. The field service engineer mentioned that still waiting for keyboard covers and would recreate the call due to lack of parts. No findings available.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, keyboard was not working required replacement. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.